Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). Due to patient anatomy, difficulty was experienced during the transeptal crossing. Once in position the closure device was recaptured twice and during the third deployment transesophageal echocardiogram (tee) revealed a mobile thrombus measuring 2cm near the surface of the closure device. A full recapture was performed successfully and the closure device, wds, and thrombus were removed from the patient. The procedure was completed with the placement of a second closure device and wds. The patient fully recovered and was discharged from the hospital.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). Due to patient anatomy, difficulty was experienced during the transeptal crossing. Once in position the closure device was recaptured twice and during the third deployment transesophageal echocardiogram (tee) revealed a mobile thrombus measuring 2cm near the surface of the closure device. A full recapture was performed successfully and the closure device, wds, and thrombus were removed from the patient. The procedure was completed with the placement of a second closure device and wds. The patient fully recovered and was discharged from the hospital.

Manufacturer narrative:
Device analysis. The returned product consisted of a watchman delivery system (wds) with the closure device in the sheath. The sheath, hub, core wire, and device tip were tactilely, visually, and microscopically examined. The tri-cuts of the device tip were flared and abrasions were present on the inside of the sheath tip. Numerous kinks were noted along the length of the sheath. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.